Manufacturer narrative:
Multiple attempts for the mpu serial number were made, however, no response was received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file captured no external power events on (B)(6) 2019. This was caused by power to the mobile power unit (mpu) being briefly interrupted. These may be due to the mpu ac power cord coming loose at the mpu, ac wall outlet or house power disruption. There was no interruption in pump support during these events. There were no other unusual events recorded in the log file. The mcs equipment is operating as intended. No further information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the event, of no external power alarms associated with the mpu, was confirmed in the submitted log file. The customer submitted heartmate 3 lvas log files for review. Technical service reviewed the log files and noted the loss of external power events. The event log file contained approximately 9 days of patient event data. The patient loss external power on two occasions. The patient was on the mpu before and after each event. The first event occurred at the start of the log file - (B)(6) 2019 2:38:51; so the start of the event could not be determined. The event resolved at 2:38:55. The second occurred a few hours later at (B)(6) 2017 17:19:37 and resolved a few seconds later at 17:19:41. The battery capacity (rsoc) indicators and cable voltages corresponded to a loss of mpu ac power. The controller operated on backup battery power due to the events. No product was returned for evaluation. The reason for the loss of external power events could not be determined by the log file. Multiple (good faith effort) request for additional event information were sent to the customer. The customer did not provide additional event information. No further information was provided. The manufacturer is closing the file on this event.